Event description:
Note patient has left ventricular assist device and was giving heparin and warfarin, but not protamine. Act was 321. Inr 2.4. Bmi 36.57 procedure was an ep procedure. Procedure utilized 3 vascade mvp devices. The vascade mvp devices were selected for closure and inserted into the sheathes. The discs were deployed, the sheaths were removed, and temporary hemostasis was achieved at all sites. The keys were inserted into the locks/grips and the black sleeves were retracted to expose the collagen plugs. The push rods were utilized to strip the collagen plugs from the devices and the devices were removed. Pressure was held at the all 3 access sites and after 10 minutes, hemostasis was achieved but soon after that the site started to rebleed. 3 dstat pads (medicated foam dressing) and a figure 8 suture was applied to the access sites. Patient was transferred to the ICU and a femstop was applied to the sites. Patient received 1 unit of packed red blood cells and levophed. Bleeding was controlled by next morning. An ultrasound was conducted which showed no abnormalities. Patient was an inpatient for other reasons and was not discharged.

Manufacturer narrative:
The reported issues were addressed with the application of additional pressure, figure eight sutures, medicated bandages and pressure bandages. The devices were not returned for physical investigation. Conclusion: while the devices were not returned for physical investigation. Bleeding from the access site is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade mvp. The bleeding occurred at all access sites and was difficult to control with non-device methods such as manual compression, a figure eight stitch, medicated bandages and pressure bandages. This would indicate that it was not related to the vascade mvp closure device and biological in nature but this cannot be determined. There was no report of the device malfunction.